Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said they were charging every 3 days as the ins battery was not keeping a charge. The patient said the circumstances that led to the ins not charging properly and taking 3-4 hours to charge was that they were on a higher output and the ins didn't last more than 2 days. The patient said they had to sit still for 3-4 hours while charging otherwise it wouldn't work and sometimes they had to charge 3 times a week. The patient stated the ins battery was replaced the new ins was placed in their lower back area. No further complications were reported/anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient's prior ins was replaced because, starting probably the fall of 2018, they noticed it was not charging properly, it was taking 3-4 hours to charge and the patient had to sit there without moving. No symptoms were reported. No further complications were reported/anticipated.